Event description:
It was reported that the generator was returned for revision and upgrade. No further info available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require. Unit calibrated, damaged enclosure-bezel replaced, label/overlay replaced, generator pcb replaced. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.